Event description:
Boston scientific received info that during the implant procedure this implantable right ventricular (rv) defibrillation lead perforated the ventricle. It was noted during the procedure that the pt's pressures had dropped and there was no wall motion. The rv lead impedance and thresholds had increased. The pt was taken to the operating room to be stabilized; however, the patient went into a ventricular fibrillation and could not be rescued. It was also noted that the left ventricular (lv) transvenous lead was an attempted implant as the physician was unable to track it into the target vessel. Another lv lead was successfully placed. This pt expired in the operating room and the device system was explanted.

Manufacturer narrative:
Not returned. As of this report, the devices have not been returned. There is no add'l info available at this time. Should any add'l info related to this event become available, this event will be updated.